Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp, wear abrasion and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side anterior assessed as unidentified (tear) opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported "a total rupture of the right device discovered on thorax CT scan following lung problem". The reported event of ¿lung problem¿ is not related to the device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a total rupture of the right device discovered on thorax CT scan following lung problem". The reported event of ¿lung problem¿ is not related to the device. Device has been explanted.